Event description:
The right atrial lead was returned for analysis after being removed due to a fracture that was seen on x-ray at around the ipg connector, lead migration toward the heart, high impedance,resulting in a polarity change. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.